Manufacturer narrative:
Product complaint #(B)(4). Surgical intervention in the form of revision surgery. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: rod translated post operatively, set screws were removed and revised. Did the patient experience a post-op device malfunction? Yes; if yes, please describe. Rod transalted; did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown; did the patient require revision surgery or hardware removal? Yes; was device explanted? False; did patient require revision surgery? False; patient status/ outcome / consequences: unknown; was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown; is the patient part of a clinical study: no.